Event description:
On 9/5/96, the pt reportedly underwent total hip arthroplasty which included a 26mm +5 femoral head. After a second dislocation, an open reduction was reportedly performed on 10/28/96 and the femoral head was changed to a 26mm +10 to improve joint stability. All other components were left in place.